Event description:
Boston scientific received information that following a successful device and right ventricular lead implant, undersensing and low amplitude were observed. It was reported that prior to lead-device connection, measurements through the system analyzer were favorable; however, once connected to the device (following pocket closure) notable qrs complex undersensing and low amplitudes were exhibited. System reprogramming troubleshooting and a subsequent right ventricular lead repositioning, failed to improve measurements and the associated device was ultimately explanted. Another boston scientific device was then implanted and favorable measurements obtained. This right ventricular remained implanted with the new device and no resulting adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.